Event description:
Reported alleged the lancet needle from the softclix device used in finger-stick blood glucose testing would protrude outside of the end cap. It was not provided whether the needle provided beyond the cap either before or after it was used. No further info could be obtained from the reporter despite several unsuccessful attempts made by the MFR to contact him. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.